Event description:
Thunderbeat instrument defaulted. Sign on machine said "damaged error." Handpiece was immediately replaced, setting resumed to 1 cut 2 seal.what was the original intended procedure?laparoscopy with right paratubal cystectomy and right oophorectomy.device #1is this a laboratory device or laboratory test?no.